Manufacturer narrative:
On 6/16/2021, it was reported to mentor that the patient has experienced pain, rashes, memory loss and other symptoms. Therefore, the patient code was updated from paresthesia to generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 4, 2021, mentor received additional information indicating that the patient has been scheduled for implant removal and replacement with mentor gel implants on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 8, 2021, mentor received additional information indicating that the left breast implant was intact upon removal. The ruptured implant was actually the right breast implant. In addition, the patient was also diagnosed with a severe right breast capsular contracture (baker grade unspecified). Lastly, the patient's implants were replaced with the following: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9623594 sn: (B)(6) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9595703 sn: (B)(6). On november 11, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 550cc breast implant was found to be ruptured and received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 550cc and suffered from a paresthesia and bilateral rupture. The left breast implant is sagging and dropping, the right nipple was pointing to the right. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.